Manufacturer narrative:
The high resolution stereo viewer (hrsv) monitor was returned for failure analysis and the reported issue was replicated. There was no data found in the system logs to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. Powered on showing a blank screen. The complaint was confirmed based on failure analysis. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the issue was identified when the surgeon sat at the surgeon side console (ssc). Ports were placed prior to the issue being identified. System functionality was checked upon powering on the system. The procedure was completed successfully with the backup ssc. Use of the original ssc with one eye out was not able to be recovered during the procedure. The probable root cause is attributed to current related electric and fiberoptic defects on the hrsv.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) was able to reproduce the issue and replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the hrsv has not yet been received for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) left eye was black. The system cables were all connected and the caller power cycled the system prior to calling. During the call, they attempted to hard power cycle the ssc, but the issue remained. The caller removed the scope and color bars were only displayed in one eye of the ssc. The caller had a second ssc available. The caller disconnected the ssc and reconnected to an available ssc. The system powered on and the procedure was resumed. The procedure was converted to another da vinci system with no reported injury.